Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Patient was seen in clinic for possible endocarditis, and treated with antibiotics for possible infection. Cultures were done to confirm that patient did not have endocarditis. The patient was discharged and was in stable condition.